Event description:
It was reported that, during implant, the right ventricular (rv) lead had low sensing in the apical position. The lead was repositioned to a lower septal area. The patient developed a small pericardial effusion and a perforation was found. Pericardiocentesis was performed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).